Event description:
Home pt (hp) reports pt line tubing of homechoice set was not priming completely. Spouse reports hp disconnected and reset up with new supplies to complete treatment. Spouse reports they do not believe hp has been checking fluid level in pt line tubing during prime, prior to connecting themself to homechoice device. As a result, hp has experienced chest pain due to excess air infused into peritoneal cavity. Spouse reports hp has been given two x-rays, neither of which has confirmed the presence of air in the peritoneum. Spouse reports no pt injury or medical intervention required as a result of incident.